Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pediatric lcp hip plate guiding block for 5.0mm screws was received. Upon visual inspection, it was noticed that an unknown cable gut stuck in one of the guide holes of the device. Thus, the complaint is confirmed. The remaining portions of the device doesn¿t show any damage. Functional testing cannot be performed with the received condition of the device. Dimensional inspection of the internal diameter of the guide holes were performed. The internal diameters of three guide holes from top was intended to be ranging from 3.4mm to 3.6mm and was measured to be 3.46mm which is within specification. The internal diameter of the center guide hole from bottom was intended to be ranging from 2.05mm to 2.10mm and was measured to be 2.06mm. The internal diameter of the right guide hole from the bottom was intended to be ranging from 2.85mm to 2.90mm and was measured to be 2.86mm. The blocked guide hole on the left cannot be measured because it is inaccessible. No design issues or discrepancies were found during this investigation. The received device was observed to have a cable stuck in one of the guide holes of the device. Thus, the complaint is confirmed. Dimensional inspection of the received device was performed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.108.002. Lot: 8259055. Manufacturing site: bettlach. Release to warehouse date: 20. Feb. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (b)(46) 2019, the central processing noticed that the pediatric locking compression (lcp) hip plate guiding block had a wire incarcerated in it. It is unknown if there were a procedure and patient involvement. This report is for one (1) pediatric lcp hip plate guiding block for 5.0mm screws. This is report 1 of 2 for (B)(4).